Manufacturer narrative:
The complaint unit was rec'd from the field for eval. Refer to eval # (B)(4) - handpiece gave "fluid path blocked" error message (test002). Upon internal inspection found loctite on the compression nut/central bolt junction. The DHR for microtip lot 24913-01 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. A review of console history during the months of (B)(4) 2013 showed that there were (B)(4) reported complaints originating from this console. Bent needle - 1 (customer misuse) error message - 1 (mfg error) occlusion - 1. The console was not requested back for eval due to the causes of the microtip failures. The causes observed did not indicate any issue with the console. A review of the complaints database during the months of (B)(4), 2013 showed that there were (B)(4) reported complaints originating from this console. Bent needle - (1 (customer misuse) error message - 1 (mfg error) occlusion -1. To date there has been seven (B)(4) microtips where the failure can be attributed to loctite blockage in the handpiece. CAPA (B)(4) was opened to address this issue.

Event description:
"Error code: fluid path blocked. Prime again! No kinks in the system observed."